Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was at the hospital for unrelated reason. Upon interrogation of the device, a loss of pacing was noted. All parameters were stable with the device. A programming change was made. Additional information was requested but has not been received. No further information is available at this time.